Manufacturer narrative:
(B)(4). Conclusions: the observed injury is consistent with burns caused by skin-skin contact between the pt skin, in this case caused by a rf current loop formation between the inner calve of the pt.

Event description:
The customer reported that a male pt was positioned feet first, supine and scanned with the torso xl coil. The coil was positioned around the pelvis of the pt for an examination of the pelvis and right thigh. After the examination, second degree burns were observed on both inner calves with a size of about 1.5 cm in diameter with areas in the burn that is third degree.